Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on with a blank display screen. The pump case was removed and the display screen was found to be cracked/damaged. A test display was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed that the keypad cover was torn over the ok button. The keypad cover was removed and no damage or contamination was found on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was blank. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.